Event description:
It was reported that the previous sensor session was continuing. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The product was evaluated. An external visual inspection was performed and passed. A review of the share logs was performed and the transmitter unpaired itself was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.